Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02330. It was reported that patient experienced stimulation in wrong location and ineffective therapy. Reprogramming was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the ipg and lead were explanted and replaced to address the issue. Effective therapy was restored postoperatively.